Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the low voltage lead thresholds were rising.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited high thresholds and not ideal thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.